Event description:
The patient reported that he experienced a blood glucose of 3 mmol/l with shakiness and sweating; the patient reported that he treated on his own with oral carbohydrates and no medical intervention was required. The patient reported that he recently had a heart attack and was less active; the patient reported that he adjusted his settings. The patient reported that more recently he had lost weight and was able to get around better. He stated that he believed that his low blood glucose was due to becoming more active. Customer support advised the patient to discuss the weight loss and the changes made to the pump settings with his health care provider. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.